Manufacturer narrative:
A ge service representative performed an onsite investigation. The filament driver board was replaced. The filament was calibrated and saved to the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a filament regulator error message during a case. No pt injury was reported.